Manufacturer narrative:
(B)(4): the customer reported a failure to power up. There was no patient involvement. The device was evaluated by a philips field service engineer. The issue was isolated to the energy switch. The energy switch was replaced to resolve the reported symptom. The device passed all required testing and remains at the customer site for use. We are considering this a malfunction of the energy switch.

Event description:
The customer reported a failure to power up. There is no reported negative patient impact.